Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colorectal surgery, upon anastomosis of the rectum, the anvil of the device failed to tilt despite making two full turns of the black knob after firing. Upon removal of the instrument, there was a tear on the patient's rectum which they had to repair via suturing.